Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy phone with an android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and sweating. User was unable to self-treat, requiring treatment of sugar from a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy phone with an android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and sweating. User was unable to self-treat, requiring treatment of sugar from a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.